Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right ventricular (rv) lead pacing impedance measurements and high threshold measurements. The physician suspects that the root cause of the clinical observations is a build up of fibrous tissue on the lead. The physician plans to monitor the patient. No adverse patient effects were reported. The device remains in service.